Event description:
It was reported that, "the doctor did not like the way the insert sat on the baseplate. Bar didn't look to lock."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.